Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead have exhibited fluctuating impedance measurements since six weeks post implant. It was noted that the impedance will be stable and then jump to 1100 ohms and back to stable. Boston scientific technical services (ts) was consulted and discussed. At this time the clinic will continue to monitor and the system remains in service. No adverse patient effects were reported.